Manufacturer narrative:
It was previously reported that the product would be returned for analysis; however, the device was not returned. If product is returned at a later date, or if additional information becomes available, and updated MDR will be submitted at that time. As reported by a healthcare professional, during an interventional coil embolization procedure a deltaplush 2x3 coil (cpl10020330/c25584) , deltaplush 2x4 coil (cpl10020430/c24954) and deltapaq 1.5x2 coil (cdf10015230/c24237) had stretching issue after re-sheathing, a deltaplush 2x4 coil (cpl10020430/c24954) would not advance in the sheath, and a deltaplush 1.5x3 coil (cpl10015330/c17020) was pre-maturely detached after re-sheathing. The procedure was successfully completed, and there was no report of patient injury. Multiple attempts were made to obtain additional information and to obtain devices for product analysis; however, not additional information could be obtained, and the devices were not returned. The device was not available for analysis. A review of the manufacturing documentation associated with this lot found no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretching could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, procedural factors may have contributed to the event. Based on the information provided and the review of manufacturing documentation, there was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is 1 of 4 MDR reports being submitted for this complaint, with associated reference numbers of 2954740-2016-00025, 2954740-2016-00024, 2954740-2016-00022 and 2954740-2016-00023.

Manufacturer narrative:
Three attempts to obtain additional information have been unsuccessful; no further information was provided. It was reported that the device would be returned for analysis; however, the device has not yet been returned. UDI: (B)(4). This is 1 of 4 MDR reports being submitted for this complaint, with associated reference numbers of 2954740-2016-00025, 2954740-2016-00024, 2954740-2016-00022 and 2954740-2016-00023. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during an interventional coil embolization procedure where were performance issues with five coils. A deltaplush 2x3 coil (cpl10020330/c25584) , deltaplush 2x4 coil (cpl10020430/c24954) and deltapaq 1.5x2 coil (cdf10015230/ c24237) had stretching issue after re-sheathing. A deltaplush 2x4 coil (cpl10020430/c24954) was not advanced in sheath. A deltaplush 1.5x3 coil (cpl10015330/c17020) was pre-maturely detached after re-sheathing. This procedure was successfully completed. There was no report of injury for the patient.

Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during an interventional coil embolization procedure there were performance issues with five coils. A deltaplush 2x3 coil (cpl10020330/c25584), deltaplush 2x4 coil (cpl10020430/c24954) and deltapaq 1.5x2 coil (cdf10015230/c24237) had stretching issue after re-sheathing. A deltaplush 2x4 coil (cpl10020430/c24954) was not advanced in the sheath. A deltaplush 1.5x3 coil (cpl10015330/c17020) was pre-maturely detached after re-sheathing. This procedure was successfully completed. There was no report of patient injury. Deltaplush (lot c24954) was returned for analysis. Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. Unreported damage located 16.0 centimeters off the distal tip of the resheathing tool by the grey tip coil section protruding outside the sheath was found. Unreported damage located 26.0 centimeters off the distal tip of the resheathing tool of the coil protruding outside the sheath for a length of 9 centimeters was found. The coil is immobile as received and cannot be advanced or retracted. The protruding coil and the proximal coil section inside the sheath were both found stretched. The distal section of the coil was undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has compression and stretching damage. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The events of the coil stretching and premature detachment were confirmed. While the exact root cause cannot be determined, the most likely contributing factor to the resheathing difficulty and the coil stretching after the resheathing difficulty may have occurred due to the resheathing tool being advanced past the clear/green introducer section and onto the proximal section of the green introducer. When the resheathing tool was retracted past the clear/green junction, the tool produced mechanical sheath damage which caused the skive to open up. This allowed the coil to protrude through the sheath causing a portion of the coil damage found. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible¿¿ in addition, the secondary contributing factor to the resheathing difficulty may have occurred if the coil was being resheathed in a manner different than the one outlined by the IFU. If this did occur then for optimum product performance and to prevent potential complications, the IFU recommends, ¿when necessary, the codman microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the rhv. Tighten the rhv. With your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer.¿ while the exact root cause of the premature and unintended mechanical detachment of the coil cannot be determined, the most likely contributing factor to the coils unintended detachment inside the sheath may have been due to interference from an unknown source. The evidence as received highly suggests the following sequence of events: the undetermined source of interference caused the coil to severely buckle inside the sheath which caused the coil to be lodged and immobile inside the sheath. When the dpu was advanced against the anchored coil it bent the resistive heating coil¿s socket ring proximally and compressed the outer sheath which at the same time caused the coil¿s socket ring to be distally and severely bent into the coil¿s soldered section. When the dpu was then retracted from the anchored coil an unintended mechanical detachment occurred. Furthermore, without the return of the unidentified microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. Since there was no evidence to suggest the events were related to a manufacturing issue, no corrective actions will be taken at this time. This is 1 of 4 MDR reports being submitted for this complaint, with associated reference numbers of 2954740-2016-00025, 2954740-2016-00024, 2954740-2016-00022 and 2954740-2016-00023.

Manufacturer narrative:
The device was returned for analysis on (B)(6) 2016. The final analysis is pending. This is 1 of 4 MDR reports being submitted for this complaint, with associated reference numbers of 2954740-2016-00025, 2954740-2016-00024, 2954740-2016-00022 and 2954740-2016-00023.

Manufacturer narrative:
Correction: this is a 30 day MDR.